Event description:
It was reported that the system had an x-ray on in error and high voltage error. These errors caused the system to lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer and controller board were replaced. The connectors were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.